Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). The device is undergoing an evaluation but has not yet been completed. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with results obtained of 42 mg/dl. The expected fasting blood glucose test result range is 80-95 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 6/27/2020 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer typically runs her blood once a day. She obtained a fasting reading in the 40's several days ago (asymptomatic). She ran multiple tests and felt the meter was not reading correctly. She did squeeze the second drop out of the original blood stick to do multiple blood glucoses. I did explain the proper way to do back to back testing by duplicating the original stick and not to just squeeze the first stick to do multiple tests. Time and date may not be correct in the meter.

Manufacturer narrative:
(Manufacturer narrative t, corrected data f) internal report (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with results obtained of 42mg/dl. The expected fasting blood glucose test result range is 80-95mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 6/27/2020 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:82mg/dl (B)(6) 12:35pm fasting, result 2:91mg/dl (B)(6) 11:24am fasting, result 3:95mg/dl (B)(6) 11:52am fasting, result 4:84mg/dl (B)(6) 11:03am fasting, result 5:96mg/dl (B)(6) 10:11am fasting, result 6:92mg/dl (B)(6) 10:10am fasting, result 7:69mg/dl (B)(6) 10:05 am fasting, result 8:42mg/dl (B)(6) 10:08am fasting. Customer typically runs her blood once a day. She obtained a fasting reading in the 40's several days ago (asymptomatic). She ran multiple tests and felt the meter was not reading correctly. She did squeeze the second drop out of the original blood stick to do multiple blood glucoses. I did explain the proper way to do back to back testing by duplicating the original stick and not to just squeeze the first stick to do multiple tests. Time and date may not be correct in the meter.